Event description:
According to the reporter, during a cholecystectomy, there was missing the obturator tip, the surgeon looked for the missing parts in the abdomen but nothing was found, at the end of surgery after taking out the cannula he found the missing parts inside the wound. The surgeon removed the pieces from the wound. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted; the obturator was broken at the distal end. A sample jar was received with 2 small fragments. The trocar was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the broken obturator may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.